Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgeon activated the plasmablade device and reported arching from the device tip. There was no impact to the surgeon or patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.